Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v940067, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had no stimulation sensation. It was stated that the patient last felt stimulation about 3 weeks ago. The patient was currently on program 2 at 0.3 volts. The patient also mentioned that the patient ¿had it at 7 and tried to increase up to 13 without feeling stimulation.¿ the patient switched to program 3 and when increasing stimulation, she received the upper limit screen. The patient then switched to program 1 and increased stimulation to 0.5 volts. The patient felt comfortable stimulation. The patient had an appointment scheduled for (B)(6) 2013. It was reported that the patient had a possible fall out of bed a few weeks ago. It was later reported the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer representative. It was noted the patient had an appointment on (B)(6) 2013. It was stated the patient¿s doctor tested the implant and it was known that it did not work and the lead was broken. Reportedly, the patient was told they needed surgery and the patient stated they had incontinence problems that were getting worse. It was noted the patient was incontinent during the day as well as at night.